Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had a blank display on the insulin pump. Customer's blood glucose level was 200 mg/dl. Customer stated that her pump took a long time to power up after changing the battery. Customer reported that it took almost 30 seconds. Pump was not exposed to moisture or dropped. The battery compartment is neither damaged or corroded. Customer was advised to insert a new aaa alkaline battery to test with the pump. Customer inserted the battery and the display returned in about 30 seconds. Customer was advised to monitor the pump. Customer will be sent a replacement battery cap as a courtesy to rule out any possible issues with the battery cap. No additional information provided.